Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) on (B)(6) 2016 during an in-clinic followup. Additionally, pacing impedance measurements decreased from the 1,500-1,600 ohms range at implant, to 700 ohms a few days post implant, to recent measurements in the 300-400 ohms range. An x-ray was performed and noted no change in lead position, however, no slack was observed in the lead. There was no pacing inhibition and no asystole was identified. A revision procedure was going to be planned on an unknown date in the future. No adverse patient effects were reported. This product remains implanted and in service. Subsequently, boston scientific received information that this patient, who was not pacemaker dependent, was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016 and rv lead dislodgement was confirmed with psa testing. Rv lead was successfully repositioned. Lead diagnostic values within normal range and appropriate device function were confirmed the next day. Boston scientific received information that this patient died on (B)(6) 2016. The local representative was contacted who confirmed that the date of the lead reposition was (B)(6) 2016 and the patient was not discharged from the hospital. The local representative was notified on (B)(6) 2016 that this patient had died. The cause of the patient's death was not identified; however, from the physician's perspective, there were no allegations that the use of the device/lead system or the repositioning procedure caused or contributed to the patient's death. No save-to-disk was obtained and the device was not explanted post-mortem.